Event description:
It was reported that, during a uterine thermal ablation procedure, the clinician received error 6506 with three catheters. The procedure was extended 45 minutes and the patient was under general anesthesia. The procedure was completed with a fourth device. There were no adverse patient consequences reported.